Event description:
Pt was taken to the cardiac catheterization lab and an 8 french sheath was placed in her right femoral artery. During intubation of her right coronary artery with the guiding catheter, the body of guiding catheter became twisted and broke off. A percutaneous attempt to recover the catheter was unsuccessful. She was taken to the o.r. For surgical extraction of the guiding catheter.